Event description:
A customer in (B)(6) reported a performance problem with nuclisens® lysis buffer (lot 17110901) when testing patient stool specimens by rt-pcr inhibitors (enterovirus r-gene). The customer stated they obtained abnormally high results with buffer lot 17110901, as there was 27% inhibition detected in the samples. Results with other lots were 3% and 4%. The customer performed an investigation with different lots of lysis buffer and determined there was a problem with lot 17110901. The customer reported that no incorrect result was reported to a physician and the patient treatment was not impacted. There was a delay as samples had to be re-extracted. Biomérieux requested the customer's extraction protocol for investigation.

Manufacturer narrative:
A biomérieux investigation was initiated due to a report of a performance problem with nuclisens® lysis buffer (lot 17110901) when testing patient stool specimens by rt-pcr inhibitors (enterovirus r-gene). The issue observed was concomitant with a drift in the sample preprocessing. It was reported that usually the diluted stool samples are centrifuged at 1800g before extraction; however, in this case the centrifuge speed had been changed to 300g. The investigation focused on the incriminated lysis buffer lot and on the impact of the protocol used for the preprocessing of the samples. The chemical characteristics of the nuclisens lysis buffer (lot 17110901) were checked and found to be conform with specifications. Functional tests were performed on the incriminated lysis buffer lot 17110901 compared to the lysis buffer lot 17100201, which had provided good results at the customer's laboratory. The tests were performed on two (2) different stool solutions, one (1) of them exhibiting a high level of inhibitors, and with weak and strong viral loads. The samples were also centrifuged at either 300g or at 1800g before extraction using easymag®, specific b protocol as performed by the customer lab. There was no impact of the lysis buffer when the samples were centrifuged at 1800g; however, an inhibition with the lysis buffer lot 17110901 was noted when the centrifugation was performed at 300g. The enterovirus r-gene® (ref 69-0058b) IFU recommends to perform a centrifugation for the stool samples preparation at 3000g, at least. A centrifugation at 300g is very low and is not suitable for the stool samples, which could contain a high amount of inhibitors. This discrepancy is thus not to be linked to the nuclisens lysis buffer (lot 17110901), but rather to the handling conditions used at the customer laboratory. Conclusion: customer / user error.